Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance 3 times due to low blood glucose, as they do not have sensors. Customer states that the sensors were out of stock when they needed them to be sent out to them. On (B)(6) 2017, the customer had blood glucose of 18 mg/dl at the time of the incident. The customer may have double bolused but they are unsure. The customer was taken to the emergency room on (B)(6) 2017 with levels at 39 mg/dl at the time of the incident. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. Customer also stated that they are under great stress and that the pump is not the problem. The insulin pump will not be returned for analysis.